Event description:
It was reported when working a cardiac arrest event, the device malfunctioned and started reading hardware failure (dpm). The device was in clinical use at the time of the event. A patient death was reported.